Event description:
Boston scientific received information that during a follow up visit this ventricular lead was undersensing and not pacing appropriately. The lead also displayed low out of range impedance measurements. Threshold measurements were acceptable. There was no pauses in therapy. A revision will be scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
There is no intended product return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.